Event description:
It was reported that during a thrombectomy and atherectomy procedure, the device allegedly would not spin over the wire nor able to remove device over wire so everything device and wire had to be removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample or pictures/videos were received. A physical investigation was not possible. Due to no sample / images / videos received, the reported malfunction can not be confirmed. A clogging of the catheter appears due to a restricted flow of fluid inside the catheter, which can lead back to an insufficient dosage of heparin, too fast advance of the catheter or insufficient addition of saline during treatment. It is advised to predilate proximal part of occlusion and to avoid working in the fractured stent area as stent pieces can be aspirated and block the catheter. See ze10895 instructions for use rotarexs us (page.3 "preparing the catheter for use"). The insufficient flow can result in the break of the helix and guidewire vessel rapture and other serious damage. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method, component). H11: d2b (mcw; dqx), d4 (unique identifier (UDI) #). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the device allegedly would not spin over the wire nor able to remove device over wire; so, everything, device and wire had to be removed. There was no reported patient injury.